Manufacturer narrative:
One used primary plum set and two used chemolock port connected to one used extension set w/ piercing pin and additive port with one used 0.9% sodium chloride 250ml bag were received for evaluation along with one used 0.9% sodium chloride 10ml syringe and one used chemolock connector. As received, no visual defects or anomalies noted. One video was also received showing the set in the infusion pump. In the video the line was still dripping even though the pump was stopped; it stopped dripping once removed from the pump. The set was attached to the customer returned IV bag, the returned extension set and chemolock, primed per packaging directions, and a test infusion based on the customer provided information was performed using an ICU plum pump and the used customer pump. No alarms were generated and the distal end tubing stopped dripping after infusion stopped. The reported complaint of dripping after infusion can be confirmed based on the customer provided video but cannot be replicated. The probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Additional information received on 20oct2025 can be found in d1, d4 and h4. Corrected information can be found in d4 - serial # and d10. The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jul 2025 has been used as a placeholder. The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred on an unspecified date regarding an unspecified tubing where it was reported that the distal part of the tubing was dripping even though the infusion was stopped. There was patient involvement but no human harm.